Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a faulty multi-use plate connector. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the defibrillator plate was broken. The rse evaluated the device remotely and determined that the connector on the side of the multi-purpose plates was faulty. Consequently, the external plate was replaced, restoring the device to normal functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the available information and the testing conducted, the cause of the reported problem was identified as a broken plate. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The external plate was replaced to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.